Event description:
The following is a report from a literature article. During a premature ventricular contraction procedure, while ablating a transient heart block occurred. Cooling with a non-abbott cryoablation catheter (freezor xtra) was performed which resolved the heart block. The procedure was completed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown.